Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female was severe painful'), menorrhagia ('abnormal bleeding(menorrhagia)'), arthralgia ('joint pain') and tooth fracture ('dental problem- broken root in unusual place') in a 46-year-old female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told by dr that they had a hard time placing the coil in one of my tubes". The patient's medical history included nabothian cyst, heartburn, hernia, ganglion of joint, cramp in lower abdomen, genital bleeding, bacterial vaginosis, yeast infection, depression, onychomycosis, serum ferritin decreased, helicobacter pylori urea breath test positive, anemia and perineal pain. Previously administered products included for an unreported indication: zantac. Concurrent conditions included anxiety and migraine headache. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as lorazepam since 2015 and venlafaxine since 2015. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety/psychological injury"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headahces") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced decreased appetite ("decreased appetite"). On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), discomfort ("overall discomfort"), loss of personal independence in daily activities ("affected her daily activities of life") and gastrointestinal disorder ("gi condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy(full) with bilateral salpingectomy and oral surgery to remove the tooth). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nausea and abdominal pain had resolved, the menorrhagia, arthralgia, tooth fracture, weight increased, abdominal distension, discomfort, loss of personal independence in daily activities, decreased appetite, vaginal haemorrhage, anxiety, migraine, diarrhoea, gastrointestinal disorder and hormone level abnormal outcome was unknown and the headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, decreased appetite, diarrhoea, discomfort, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, menorrhagia, tobacco abuse and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- gi condition and hormonal changes. Product start date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female was severe painful'), menorrhagia ('abnormal bleeding(menorrhagia)'), arthralgia ('joint pain') and tooth fracture ('dental problem- broken root in unusual place') in a 46-year-old female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told by dr that they had a hard time placing the coil in one of my tubes". The patient's medical history included nabothian cyst, heartburn, hernia, ganglion of joint, cramp in lower abdomen, genital bleeding, bacterial vaginosis, yeast infection, depression, onychomycosis, serum ferritin decreased, helicobacter pylori urea breath test positive, anemia and perineal pain. Previously administered products included for an unreported indication: zantac. Concurrent conditions included anxiety and migraine headache. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as lorazepam since 2015 and venlafaxine since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety/psychological injury"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headaches/ head hurts") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced decreased appetite ("decreased appetite"). On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), discomfort ("overall discomfort"), loss of personal independence in daily activities ("affected her daily activities of life"), gastrointestinal disorder ("gi condition"), asthenia ("no energy") and abdominal pain lower ("crampy") and was found to have hormone level abnormal ("hormonal changes") and serum ferritin decreased ("ferritin low"). The patient was treated with surgery (ablation, hysterectomy(full) with bilateral salpingectomy and oral surgery to remove the tooth). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nausea and abdominal pain had resolved, the menorrhagia, arthralgia, tooth fracture, weight increased, abdominal distension, discomfort, loss of personal independence in daily activities, decreased appetite, vaginal haemorrhage, anxiety, migraine, diarrhoea, gastrointestinal disorder, hormone level abnormal, serum ferritin decreased, asthenia and abdominal pain lower outcome was unknown and the headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, decreased appetite, diarrhoea, discomfort, fatigue, gastrointestinal disorder, headache, hormone level abnormal, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pelvic pain, serum ferritin decreased, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, menorrhagia, tobacco abuse and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. Events ferritin low, no energy and crampy were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain female was severe painful") and arthralgia ("joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion hospitalization), headache ("headaches"), abdominal distension ("abdominal bloating"), discomfort ("overall discomfort") and loss of personal independence in daily activities ("affected her daily activities of life") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, weight increased, abdominal distension, discomfort and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal distension, arthralgia, discomfort, headache, loss of personal independence in daily activities, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. The most recent information was received on 17-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female was severe painful'), menorrhagia ('abnormal bleeding(menorrhagia)'), arthralgia ('joint pain') and tooth fracture ('dental problem- broken root in unusual place ') in a 46-year-old female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told by dr that they had a hard time placing the coil in one of my tubes". The patient's medical history included nabothian cyst, heartburn, hernia, ganglion of joint, cramp in lower abdomen, genital bleeding, bacterial vaginosis, yeast infection, depression, onychomycosis, serum ferritin decreased, helicobacter pylori urea breath test positive, anemia and perineal pain. Previously administered products included for an unreported indication: zantac. Concurrent conditions included anxiety and migraine headache. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as lorazepam since 2015 and venlafaxine since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headahces") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced decreased appetite ("decreased appetite"). On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), discomfort ("overall discomfort") and loss of personal independence in daily activities ("affected her daily activities of life"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and oral surgery to remove the tooth). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nausea and abdominal pain had resolved, the menorrhagia, arthralgia, tooth fracture, weight increased, abdominal distension, discomfort, loss of personal independence in daily activities, decreased appetite, vaginal haemorrhage, anxiety, migraine and diarrhoea outcome was unknown and the headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, decreased appetite, diarrhoea, discomfort, fatigue, headache, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events discrepancy noted date of insertion - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, menorrhagia, tobacco abuse and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain female was severe painful") and arthralgia ("joint pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion hospitalization), headache ("headaches"), abdominal distension ("abdominal bloating"), discomfort ("overall discomfort") and loss of personal independence in daily activities ("affected her daily activities of life") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, weight increased, abdominal distension, discomfort and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal distension, arthralgia, discomfort, headache, loss of personal independence in daily activities, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date on (B)(6) 2010 were reported, but not specified and/or assigned to one of the events amendment: the report was amended on 04-feb-2019 for the following reason: information and references from deleted duplicate case: (B)(4) were transferred to this case. Reporter¿s information was updated and new reporters were added, patient¿s initials and insertion date of essure were updated. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5082808) on 30-jan-2019. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female was severe painful'), menorrhagia ('abnormal bleeding(menorrhagia)'), arthralgia ('joint pain') and tooth fracture ('dental problem- broken root in unusual place ') in a 46-year-old female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told by dr that they had a hard time placing the coil in one of my tubes". The patient's medical history included nabothian cyst, heartburn, hernia, ganglion of joint, lower abdominal pain, genital bleeding, bacterial vaginosis, yeast infection, depression, onychomycosis, serum ferritin decreased, helicobacter pylori urea breath test, anemia and perineal pain. Previously administered products included for an unreported indication: zantac. Concurrent conditions included anxiety and migraine headache. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as lorazepam since 2015 and venlafaxine since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and diarrhoea ("diarrhea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headahces") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced decreased appetite ("decreased appetite"). On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), discomfort ("overall discomfort") and loss of personal independence in daily activities ("affected her daily activities of life"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and oral surgery to remove the tooth). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nausea and abdominal pain had resolved, the menorrhagia, arthralgia, tooth fracture, weight increased, abdominal distension, discomfort, loss of personal independence in daily activities, decreased appetite, vaginal haemorrhage, anxiety, migraine and diarrhoea outcome was unknown and the headache and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, decreased appetite, diarrhoea, discomfort, fatigue, headache, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion & hospitalization & event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events discrepancy noted date of insertion (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, weight gain, menorrhagia, tobacco abuse and abdominal pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received- new events decreased appetite, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), anxiety, migraines / headaches, nausea, dental problems, fatigue, diarrhea and abdominal pain were added. Reporter information was added. Lab data, lot number, medical history and concomitant drug were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.